Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the patient¿s implantable neurostimulator (ins) just reached elective replacement indicator (eri). They stated that upon interrogation, they discovered that contacts 8-15 had high impedances; >10000 ohms. The rep noted that contributing factors were unknown. They stated that no further actions were taken as the patient is still receiving good therapy. The rep noted that the patient plans to have the leads and ins replaced around the end of 2020 or beginning of 2021. The issue was resolved at the time of the report. No further complications or symptoms were reported or anticipated.